Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s retainer ring was missing. The customer also said that there is a crack on their pump case. Their blood glucose was unknown. The insulin pump is not returning for analysis.

Manufacturer narrative:
The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked case near corner of belt clip rails, faded serial number label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.